Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for a normal device change out and lead replacement procedure. The left ventricular lead was dislodged. The lead was capped on (B)(6) 2018 and could not be replaced due to patient anatomy. The patient was stable after the procedure.